Event description:
Additional information received from the MFR on 9/2/97. The visual inspection of the duckbill valve revealed that it was incorrectly seated inside the head of the resuscitator. This placement prohibited the duckbill from functioning correctly. The unit would ventilate the pt, but not stop exhaled air from re-entering the unit. The failure was readily detectable upon set-up. The vendor of the resuscitator was informed of the report, and has modified their production procedures to ensure that the duckbill valve will be correctly seated during assembly. The manufacaturer has clarified assembly procedures to visually, as well as functionally, check the duckbill valve on each unit during the assembly process.